Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v475917, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that it was causing burning pain at the implant site. The pain goes from the ins down their buttocks and down the back of the leg. The burning has progressively gotten worse since saturday. They have been having a loss of feeling, function, can't feel toes. The patient stated that their leg was pulsating and it feels like it was not a part of their body. The patient mentioned that the box in their rear end was popped out and in their back, the patient could feel it when they walk. The patient stated that they cannot sit on their left side now and if they sit very long their leg starts to tingle. No further complications were reported. Information omitted pertained to related (B)(4).